Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/11/2015 - voicemail, 12/16/2015 - voicemail, 12/17/2015 - voicemail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted also that a 'service calibrations required' message was on the display. The calibrations were done and the unit was returned to service.

Event description:
The hospital reported the unit would not switch to mechanically ventilate when the bag/vent switch was toggled during a case. The patient was manually ventilated to complete the case. No reported patient injury.